Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt has experienced increased pain since (B)(6) 2004, and is scheduled for revision procedure.